Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, (B)(4).

Event description:
It was reported that waste leakage occurred outside of instrument with a bd facs sample prep assistant ii. The following information was provided by the initial reporter: it was reported that wash tower is overflowing. Was the leak contained within the instrument? No was the leak in a customer accessible location? Yes what was the fluid that leaked? Waste what is the source of leak -- waste line or non-waste line? Waste was the customer exposed to blood or bodily fluids? No was there any physical harm to the customer as a result of the leak? No

Manufacturer narrative:
Investigation summary : (B)(4), pn: 337170, spaii, sn: (B)(6) date reported: 10/06/2020. Investigation summary: scope of issue: the scope of issue is limited to part: 337170 ,spaii, and serial number: (B)(6). Problem statement: customer reported the spaii initialization error and wash tower overflowing. Manufacturing defect trend: there are 0 qns related to the reported issue. Date range (date of incident to 12 months back) from 06oct2019 to date 06oct2020 (rolling 12 months). Complaint trend:there are 5 complaints related to the reported ¿initialization error¿ complaint. Date range (date of incident to 12 months back) from 06oct2019 to date 06oct2020 (rolling 12 months). Related complaint(s) number: (B)(4) (this complaint). Complaint trend:there are 4 complaints related to the reported ¿wash tower overflowing¿ complaint. Date range (date of incident to 12 months back) from 06oct2019 to date 06oct2020 (rolling 12 months). Related complaints: (B)(4) (this complaint). Investigation result / analysis: per fse report: initialization error could not be reproduced. Verified wash tower overflow caused by clogged fitting on the in-line filter. Replaced the clogged fitting on the filter. Verified proper aspiration of fluid from the wash tower. Ran a total of approximately 120 tubes, power cycled and initialized the instrument multiple time and encountered no errors. Service max review: review of related work order #01635147. Install date: (B)(6) 2005, defective part number: there were no defective parts. Work order notes: subject / reported: instrument initialization error and wash tower overflowing. Problem description: wash tower overflow. Cause: cannot duplicate initialization error. Clogged fitting caused overflow. Work performed: replaced fittings. Solution: replaced fittings. Returned sample evaluation: there were no defective parts. Manufacturing device history record (DHR) review: review of the DHR for serial number: (B)(6) was reviewed. The instrument met all the manufacturing specifications prior to release. Risk analysis: risk management file part #(B)(4), revision 02 was reviewed. Hazard(s) identified? Yes/no. Hazard ID: 3.1.29, hazard: environmental biohazard, severity: 5, probability: 1, risk index: 5, implementation: bd facs sample prep user¿s guide, risk control: alarp, mitigation(s) sufficient yes/no. Root cause: based on the investigation result, and the fse¿s report the root cause could not be determined for the initialization error. Clogged fitting caused the wash tower to overflow. Conclusion: based on the investigation results and the fse report the complaint was unconfirmed for the wash tower overflow.

Event description:
It was reported that waste leakage occurred outside of instrument with a bd facs sample prep assistant ii. The following information was provided by the initial reporter: it was reported that wash tower is overflowing. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. What was the fluid that leaked? Waste. What is the source of leak -- waste line or non-waste line? Waste. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No.